Event description:
Customer called to have her insulin pump checked. Customer reported being in a car accident. Customer stated that she was not driving and that someone hit her. Customer also mentioned that she is blind. Customer's blood glucose reading at the time of the call was over 400 mg/dl. The drive support cap was noted to be normal. Displacement test and self test were performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.